Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging dizziness and headache, inflammatory response, kidney disease/toxicity, liver disease, heart failure, kidney. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The manufacturer received information that the patient alleging dizziness, headache, inflammatory response, kidney disease/toxicity, liver disease, heart failure and kidney. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer observed the following from an external and internal inspection: a dust like contaminate on the ui (user interface) panel, ui knob, top enclosure, keypad, rear panel, bottom enclosure, accessory module and sd (secure digital) cover flip doors, blower motor, and the blower box. Evidence of liquid spots with potential mineral deposits on the blower motor and blower box. An unknown contaminates on the sd card slot of the pca (printed circuit assembly). The device was returned missing the sd card and philips pollen filter. A keratin-like substance was observed on the blower box outlet. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination and water marks in the device and are consistent with being from an external source. The following sections have been updated in this report: in box d: device serviced by 3rdp, device avail. For eval and date returned has been updated. In box h: device eval. By mfg, problem code, evaluation method code, evaluation results code and conclusion code grid has been updated.